Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the ets45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device was inserted into a 12mm trocar and no abnormalities were noted. Event could not be confirmed as no cartridge was received for analysis. The test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon had extreme difficulty putting the device down a 12mm trocar. Once the device was inside the abdomen, the reload would not stay seated in the cartridge housing. It fell out prior to firing. It was retrieved. A new device was used to complete the procedure. There was no impact to the patient.